Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for other chronic/intract pain (trunk/limbs). It was reported that the patient¿s ins was dead. The patient believed the battery dying was due to normal depletion. The patient reported that they saw an elective replacement indicator (eri) code and now the device would not come on at all. No symptoms were reported. The patient was sent healthcare professional (hcp) listings. No further complications were reported. Follow-up was conducted.